Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was dimensionally inspected and photographic images were made. Evidence that product in specification when used.

Event description:
Allegedly revised due to metallurgy and infection at hip site. The stem implant was well fixed. The acetabular cup was removed with very little work as granular tissue was noted on surface as opposed to bone ingrowth.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00547, 00548.